Event description:
Note: event date is unknown. It was reported to boston scientific corporation in 2008, that while setting up for an ercp procedure, the nurse noticed that the "brush tip appeared rusty". The device was not in any contact with the patient.

Manufacturer narrative:
A visual examination of the device revealed a hard orange, dry substance, but it did not appear to be rust. The working length of the device was twisted, the handle was bent, and the thumbring cannula was also slightly bent. The brush was partially retracted. The cause of the reported malfunction can not be determined. A functional evaluation revealed that the brush could be extended and retracted without issue. A review of the device history record for the pertinent lot was reviewed; no anomalies were noted. A review of the complaint database revealed that no additional complaints have been reported for this lot.